Event description:
The rn was in the process of spiking the tubing, which was back-primed with saline, into the taxol when the tubing fell apart where the tubing connects to the chamber. No chemo was spilled. This is approximately the 8th recent similar incident involving this tubing. The bd representative was notified and aware. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). The bd representative is aware and has been working with the hospital's purchasing department for replacement and/or an alternative product. According to the bd rep, this problem has been corrected.